Manufacturer narrative:
1. DHR/bhr review(lot#3108415): 1) this batch of products were assembled at intima ii auto line 3 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(6) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos returned. 3. The retained sample of this batch is taken for relevant functional test: (B)(6) leakage test and end cap removal torque test. Test results: no leakage and no abnormality is found on the end cap, and the end cap torque is within the product specifications. Please see attachment for test reports. 4. (B)(4) is a product with non-pvc extension tubing, y-pp connector , which has not been declared for high pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, the root cause of the end cap falling off cannot be determined, which may be related to the wrong use of the product.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc cap was loose. The following information was provided by the initial reporter: "due to the use of the indwelling needle in a CT-enhanced patient, the pressure may have been too high. When using a high-pressure syringe indwelling needle to prefill saline, the blocking cap on the white end of the indwelling needle fell off, and the medical staff found it in time to replace it immediately without any adverse consequences."